Manufacturer narrative:
(B)(4). Citation: dea n, fisher cg, batke j, et al. Economic evaluation comparing intraoperative cone beam CT-based navigation and conventional fluoroscopy for the placement of spinal pedicle screws: a patient-level data cost-effectiveness analysis. The spine journal 2016;(16):23¿31. Available at: http://dx.doi.org/10.1016/j.spinee.2015.09.062. No allegation of a product malfunction. Learning curve likely contributed. Overall accuracy was improved when using navigation versus not.

Event description:
The attached journal article reports that two patients required an early revision surgery for malpositioned screws in the navigated cohort. Three screws in two patients (0.8%) were revised for symptomatic malposition, with both cases being revised during their same index hospital admission. Also, there were 130 misplaced screws out of 2682 which is an accuracy rate of 95.2% (see table 3). Overall use of navigation significantly decreases the amount of misplaced screws and revisions in comparison to the non-navigated group. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.